Event description:
It was reported that during patient use, the ventilator displayed the following alarms: ¿backup battery fault¿ and ¿non-critical thread failure (bdu).¿ patient ventilation was not affected. The patient was removed from the ventilator and placed on another nkv-550 ventilator. There was no patient harm. Patient demographics will not be shared in accordance with hospital policy.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.